Event description:
Pt reported the down button on the infusion device was not functioning correctly. The infusion device was replaced and returned for eval. A preliminary eval revealed the soft components of the housing were worn down heavily, and restricted handling of the infusion device is a possible implication. It was also found the display was broken due to a mechanical impact, and the display is no longer fully readable. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. Add'l info will be submitted when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.